Event description:
It was reported that the leads migrated. The patient underwent lead repositioning. Patient is now getting good coverage. Due to hospital policy, no products will be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).